Manufacturer narrative:
During the laboratory evaluation, the reported complaint was not duplicated. The product surveillance technician (pst) installed the level detect module into a system-1 simulator and attached level sensors to the alert and alarm inputs of the module. The pst attached the level sensors to both thin wall and thick wall reservoirs during testing. Alerts and alarms were received as designed; alerts and alarms occurred during absence of liquid and no alarms or alerts occurred with the presence of liquid. No ¿not attached¿ alarms occurred during three days of lab testing, cold soak, heat soak and automated test equipment (ate) testing. The pst inspected internal boards and connections with nothing observed that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
No patient involvement. Device displays error message. (B)(4). Evaluation is in progress, but not yet concluded. The fsr tried replacing level sensor, but did not resolve issue. The fsr reseated level assembly module but did not resolve issue. The fsr ordered replacement level assembly module for overnight delivery. On (B)(4)-2015, the fsr received and installed the new level assembly module, installed the original yellow level sensor and performed testing. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there was an intermittent "level 1 not attached" alert for the yellow level sensor on thickwall test, but passes on thinwall test. There was no patient involvement.